Event description:
A report was received that stated, the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the position potentiometer non-functional due to a broken tab. The position potentiometer was replaced. Following replacement, the device passed all function and delivery testing.